Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise reversions were observed on the atrial lead. Device reprogramming was performed and the patient would continue to be monitored. No patient symptoms were reported.